Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the buttons on the device were not working.

Manufacturer narrative:
The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 06/24/2019 the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device /was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the buttons on the device were not working.